Event description:
Rptr had an anterior cervical microdiskectomy with interbody fusion at c5-6 and c6-7 and plating c5-c7 with harvest of bone graft from right anterior iliac crest. When he lies down on the couch he has neck and shoulder pain. Also, occasionally, when he is up he has shoulder pain lasting 2-4 hours. He is not sure if the pain is related to the device.